Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and hospitalized in 2013. The customer's blood glucose level when admitted to the hospital was 500 mg/dl. The customer declined to troubleshooting. The customer stated that they had a high blood glucose level with infection and painful and itchy and the customer had site irritation. The insulin pump will not be returned for the analysis.